Event description:
Na.

Manufacturer narrative:
Needle partial retraction failure is confirmed. Investigation summary: the complaint that the needle would not fully retract was confirmed; however, the root cause could not be determined. One video was provided for investigation, which showed the needle tip extending from the opening in the grip. The barrel was not shown in the video. A damaged barrel can prevent the needle hub from fully extending into the shield. As the video supports the complainant¿s description of the reported event, the complaint was confirmed; however, the observable features in the video did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: please see video attached. This catheter¿s shield stuck and not retracting. We only encountered qty 1 so far at kaiser stockton asu. No patient involved.